Manufacturer narrative:
The associated complaint device was not returned. Per photos attached, the post broke off the implant. Unable to see part or lot number on photos provided. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. No further medical assessment is warranted at this time without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time

Event description:
It was reported that a polyethylene swap was required for a 7/8 9mm polyethylene tibial implant that was initially implanted in 2010. The tip of the tibial post broke off in the patient. Once the product was removed, a revision journey bcs size 7/8 11mm polyethylene implant was put into the patient.